Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and air bubbles. The customer's blood glucose level at the time of incident was 151mg/dl. The customer's levels had been as high as 550mg/dl. The customer states they treated with pump. The customer states they would be monitoring the device and calling back when issues arise.